Event description:
It was reported that a single bolus of 25mcg over 5 minutes was done in error, and was discovered upon review of the telemetry strips after the patient had left the appointment. The bolus was entered into the bolus tab, but it should have been entered into the flex mode in order to repeat, and the single bolus info was never deleted. No symptoms were reported. The pump was used to deliver baclofen (unknown). No intervention or outcome was reported. Further follow-up was being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician product ID 8840, serial# unknown; product type programmer, physician. (B)(4).